Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional graftmaster device referenced in describe event or problem is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a perforation caused by another device during treatment of the mid left circumflex that was mildly tortuous, mildly calcified and a chronic total occlusion. Two graftmaster covered stents (both 2.8 x 19 mm) failed to advance due to the patient anatomy. Upon removal, the first covered stent distal shaft was observed to be kinked. When the second graftmaster was removed from the anatomy, the stent strut was flared. There were no other device issues noted. A third graftmaster was used to successfully complete the procedure. There were no adverse patient effects or clinically significant delay due to the failures to cross. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual, dimensional and functional inspection was performed on the returned device. The reported kinked shaft was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The investigation determined that the reported failure to advance and shaft kink appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.